Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the returned device condition the failure to achieve hemostasis appears to be related to the clip not deployed. However, a conclusive cause why the clip was not deployed cannot be determined based on the inconsistent information provided. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a peripheral arterial occlusive disease procedure using a 6f sheath. Reportedly, the artery was still bleeding after the clip was deployed. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.